Event description:
It is reported that upon opening the inner package, the scrub technician noticed a hair to be on the liner. A different liner was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.